Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ('the foreign-body material has been removed'). In a female patient who had essure (batch no. 50647767) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after removal of the coils, my body never completely recovered. Since then, I have been living with daily menstrual symptoms. In which the pain has been intensifying, during the actual menstruation period. I also have various other symptoms that affect my sense of well-being. My essure experience has left behind physical, psychological, emotional and financial scars in my life. Essure insertion date, also reported: (B)(6) 2013. Lot number#: 50647767, manufacturing date: 2012-02, expiration date: 2015-02. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-aug-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure (batch no. 50647767) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after removal of the coils, my body never completely recovered. Since then, I have been living with daily menstrual symptoms, in which the pain has been intensifying during the actual menstruation period. I also have various other symptoms that affect my sense of well-being. My essure experience has left behind physical, psychological, emotional and financial scars in my life. Essure insertion date also reported (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new reporter and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after removal of the coils, my body never completely recovered. Since then, I have been living with daily menstrual symptoms, in which the pain has been intensifying during the actual menstruation period. I also have various other symptoms that affect my sense of well-being. My essure experience has left behind physical, psychological, emotional and financial scars in my life. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after removal of the coils, my body never completely recovered. Since then, I have been living with daily menstrual symptoms, in which the pain has been intensifying during the actual menstruation period. I also have various other symptoms that affect my sense of well-being. My essure experience has left behind physical, psychological, emotional and financial scars in my life. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), procedural pain ("pain immediately after implantation"), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips"), headache ("severe (chronic) pain in head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("menstrual cycle changed accompanied by abnormally heavy bleeding"), menstrual disorder ("menstrual cycle changed accompanied by abnormally heavy bleeding") and hypersensitivity ("allergic reaction ") and was found to have hormone level abnormal ("hormonal problems "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, menstrual disorder, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder and procedural pain to be related to essure. The reporter commented: after removal of the coils, my body never completely recovered. Since then, I have been living with daily menstrual symptoms, in which the pain has been intensifying during the actual menstruation period. I also have various other symptoms that affect my sense of well-being. My essure experience has left behind physical, psychological, emotional and financial scars in my life. Essure insertion date also reported (B)(6) 2013. Lot number: 50647767 manufacturing date: 2012-02 expiration date:2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: new events added: pain immediately after implantation, severe (chronic) pain in the abdomen, severe (chronic) pain in the back, severe (chronic) pain in the hips, severe (chronic) pain in head, extreme and chronic fatigue, memory loss, concentration problems, menstrual cycle changed accompanied by abnormally heavy bleeding, hormonal problems and allergic reaction. Previously reports event medical device removal was considered as treatment. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.